Event description:
International customer reported that the surgical drain broke during a planned explant. The pt was returned to surgery, a 3 cm incision was made and the retained fragment was explanted. The pt is reported as "stable."

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation wil be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.